Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain with the bone healing system (bhs) assembly. The patient was treating a right ankle failed fusion. The patient reported that the pain started a couple days after starting treatment with the device. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient described the pain as being on the surface of his skin. The pain subsides when the patient stops treating with the device. The patient did reach out to his doctor and was prescribed medication for the pain. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pain with the bone healing system (bhs) assembly. The patient was treating a right ankle failed fusion. The patient reported that the pain started a couple days after starting treatment with the device. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient described the pain as being on the surface of his skin. The pain subsides when the patient stops treating with the device. The patient did reach out to his doctor and was prescribed medication for the pain. It was reported that no further information is available.